Event description:
It was reported by service report that the cot had bent height adjustment racks. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: height adjustment rack.